Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing unintended stimulation in her chest. Programming of the patient's scs system did not resolve the issue. Follow-up identified x-ray taken revealed the lead had migrated. Additional follow-up identified on (B)(6) 2016 the patient's lead was repositioned. Effective stimulation therapy coverage was reportedly restored postoperative.